Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a distal superficial femoral artery (sfa) lesion. Pre-dilatation was performed and the 6.5 x 150 mm supera delivery system was advanced without issue. The stent was successfully deployed; however, when the physician attempted to release the stent, the red button was frozen. The stent could not be deployed. Backward pressure was applied and the stent released, but was noted to be elongated at the proximal end. The procedure was complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the deployment difficulty was confirmed. The elongation could not be confirmed as it was based on case circumstances. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A definitive cause for the reported deployment difficulty could not be determined. The elongation likely occurred due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.